Event description:
Patient presented to the ER due to increase in seizures. ER physician had a concern it was vns related and was unsure of the seizure relation to pre-vns baseline levels. Diagnostics were performed in the ER and were noted to show no anomalies. No other relevant information has been received to date.